Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated he has air in the patient line and drain line. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to disconnect themselves and cycle power again to get to "press go to start". The tsr advised the hp to inform their peritoneal dialysis nurse of the alarm. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint is for a system error (se) 2240 was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No manufacturing abnormalities were noted during visual and functional tests. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.